Event description:
It was reported, the pt was no longer receiving adequate stimulation. Four lead contacts were invalid. The pt's lead was explanted and replaced with a new one. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.